Event description:
Country of complaint: (B)(6). The thread caused erythrodermia (inflammation with scaling) and itch. This happened by several pts. Monosyn quick is used for subcuticular suture.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Eval in progress.